Manufacturer narrative:
Result: erroneous data generated.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report unexpectedly high mean cell volume (mcv) patient and quality control results on their coulter lh 750 hematology analyzer. The patient results were reported out of the laboratory. The customer did not provide specific patient data or the number of patient results impacted by this event. There was no impact to patient treatment associated with this event. The customer reported that the calibration factors for the analyzer were changed following service by bec (for another issue) and that the mcv results were recovering higher for both quality controls and patient samples (patient sample results were not matching patient history). Bec sent the customer a new calibration kit and set of controls. Using the new calibration kit and controls, the customer successfully calibrated the analyzer. The customer reported no further mcv recovery issues following the recalibration.